Event description:
Unomedical reference number (B)(4). Event occurred in spain. On 05-may-2024, it was reported that the patient experience that the 7-infusion set were fell off during use and the infusion set is long for few hours. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4) - device 1 of 7.